Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an unknown procedure. The patient developed a hematoma requiring no intervention. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.